Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08282. It was reported the patient had pocket heating while recharging since implant and the heating was uncomfortable close to the end of the charging session. A replacement charger was sent to the patient. An attempt was made to contact the patient about the issue but no further information was available at the time of this report.